Event description:
The patient had a rotator cuff repair during which the zimmer collagen repair patch was implanted in order to reinforce the repair. Subsequently the patient developed a draining wound and was taken back to the operating room for cultures to be obtained and the wound to be washed out. The surgeon later reported to tsl that the patient was doing well and it looked as if she had a superficial infection.